Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and chronic intract pain. It was reported the ins was removed 5 years ago due to battery depletion. The battery depletion was said to be premature. No further complications were reported.